Manufacturer narrative:
The instrument has not been returned for evaluation; therefore, the root cause of the customer reported failure mode cannot be determined. A follow-up MDR will be submitted if the instrument is returned (post failure analysis evaluation) or if additional information is received. Based on the information provided, this complaint is being reported due to the following conclusions: a piece of the cannula seal accessory allegedly broke off into the patient and the fragment was retrieved laparoscopically.

Event description:
It was reported that during a da vinci hysterectomy procedure, the, green tag was noticed to be in patients pelvis, possibly came from the seal. It was sitting on the abdominal wall. The surgeon noticed it and removed it right away. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported. On (B)(6) 2014, isi contacted the company representative who was present during the procedure for additional information. He indicated there was a surgeon at the console and a surgeon assisting at the patient side cart (psc) who quickly inserted a laparoscopic instrument (non da vinci) thru the cannula seal. A surgeon at the console then visualized a piece of green material which was then retrieved laparoscopically with a grasper instrument. The customer determined it was a piece of the 8 mm cannula seal accessory. He indicated it was one of the two small green tabs that keeps the clear cap in place. He recalled the cannula reducer was not in place. The cannula seal and the piece that was torn off were discarded. No x- rays were taken. The hospital reported the patient has not returned with any post-operative complications.